Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported that the pump continuously caused an occlusion error, was identified during the customer call. The customer spoke with tech support, to resolve the issue by replacing the pressure sensors. Closing case!

Event description:
It was reported that the pump continuously gave an occlusion error. There was no patient involvement.